Event description:
It was reported that a plug of porcelain head at the tip of the heat probe broke off. It was allegedly being used to ablate tissue in the shoulder. This reportedly occurred once at which point the customer opened another device for use. The procedure was successfully completed with no adverse consequences. The probe was not exposed to any adverse environmental conditions at the time of the event.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.